Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, describing lows attributed to meal announcements delivering too much insulin and later requesting assistance pairing a g7 sensor; the user treated with oral glucose and received education on pairing, algorithm behavior, and meal announcements. Symptoms included low blood glucose, with a nadir of 54 mg/dl, without reported physical symptoms. Outcomes included correction with juice, no need for external assistance, and no external medical intervention or hospitalization. Investigation included customer support troubleshooting and user education on sensor setup and therapy use. Investigation of this case revealed no device malfunction identified through troubleshooting, and the precipitating factor remained unclear given user-reported insulin dosing via meal announcements and lack of corroborating device fault. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.